Event description:
It was reported that the ventilator failed internal leakage test with a message 'system volume too large' during pre-use check. Moreover, air gas module was contaminated with water. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The reported issue has been confirmed during evaluation of the received problem description and service report. Device's log files were not provided. Our field service engineer (fse) was on-site and found that the air gas module was contaminated with water and required replacement. Moreover, it was confirmed that the source of water was from the hospital's external compressor. After replacement of the air gas module, the ventilator was tested and it passed all functional and safety tests and was cleared for clinical use. Moisture in an air gas module as previous investigation has shown, probably had affected the delta pressure transducer on a printed circuit board inside the gas module. The delta pressure transducer is part of the flow measuring in the gas module. The failure of the delta pressure transducer leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. According to the users' manual, maximum levels of water, (h2o < 7 g/m3) in the supplied gases to the ventilator must not be exceeded.

Event description:
Manufacturer's ref. #: (B)(4).